Event description:
It was reported that the patient had a revision surgery due to tissue arrangement around pump. No components were removed and only an accessory kit was used. Additional information received indicated there was a pump malfunction so the physician arranged the tissue around the pump. The patient experienced symptoms 2 weeks prior to the revision surgery. The patient got well following the procedure.